Event description:
It was reported that "balloon broke during procedure and was retrieved. Replaced with another device." No pt injury reported.

Manufacturer narrative:
A review of sentinel events, indicated that this reported malfunction is MDR reportable. When the investigation report has been completed, a supplemental report will be filed.